Event description:
Complainant alleged that during a routine shift check by a clinician the device when in monitor mode only, intermittently displayed a green dot in the center of the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.